Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed the final test. The machine flow sensor , 3-way solenoid valve were replaced to repair the device. The blower assembly was replaced due to noise. The device then passed all tests.